Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto end05 ml, lot #76h1600555 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Clips fell from the applier; they do not properly stay attached to the applier. There was no patient injury.